Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that physical damage occurred. The customer was hospitalized due to a low blood glucose level of 33 mg/dl. The customer was treated with a glucagon shot.

Event description:
Customer was not hospitalized. Customer reported pump damage and low blood glucose due the pump damage and a sensor issue. There was a crack in the back in the battery compartment. Per customer, there was no damage to the retainer ring. Customer visited the emergency room on (B)(6) 2021 at 14:14 for the low blood glucose. Pump was used at the time of the incident. It is unknown if sensor was used at the time of the incident.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to the summary has been updated and provided with this report in section b5.

Manufacturer narrative:
The pump was received with a blank flashing white lcd. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat due to blank flashing white lcd. The pump was received without the original senor, unable to verify senor anomaly. Unable to test pump with a test sensor due to blank flashing white lcd. Unable to perform the history download and carelink upload due to blank flashing white lcd. Blank flashing white lcd due to corroded electronic assembly. No cracked lcd controller or cracked chip ledge noted. Using a test pbca 1, the pump had blank flashing white lcd. The pump was received with broken battery tube threads. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, stained serial number label, pillowing keypad overlay, keypad overlay texture damage, and cracked retainer. During visual inspection, there was moisture damage on the motor, corroded motor flex, corroded force sensor, and corroded lcd flex. The test p-cap and reservoir does lock in place in the reservoir compartment. Unable to perform the functional testing, perform the pump history download/carelink upload or test for sensor anomaly due to blank flashing white lcd. Unable to confirm alleged low bg's. Cosmetic damage was confirmed at the battery compartment. Blank flashing white lcd was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.